Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device would not interrogate. The patient recently had an lvad implanted. After the lvad was implant, the device was unable to establish telemetry. Several unsuccessful attempts were made to establish telemetry. The device was explanted.